Event description:
The user facility reported that a 34-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. The device was pulled back into the aorta while the patient attempted to place himself on the bedpan. The pump was subsequently removed at beside and the patient, remained on va ECMO overnight and it was successfully removed the following day. Follow-up with staff, revealed that the was told multiple times not to move on his own and he failed to comply. There was no harm reported to the patient.

Manufacturer narrative:
The investigation into the reported pump position issue was completed. The device was not returned for evaluation. Based on the available information, the root cause of the positioning issue was most likely due to patient movement. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.